Manufacturer narrative:
Date of event - aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. During a routine transesophageal echo (tee) follow-up, a thrombus was observed over the device. No additional information is known at this time.